Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, videos of the device were received and evaluated. Examination of the videos verified the reported condition as air bubbles were observed in the tubing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the air bubbles was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had air bubbles in the delivery line. This occurred during infusion of an unknown drug. The device was being used with a baxter infusion pump. The air bubbles were found before the three-way connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.